Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe there were scaled marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe shows failed/erased graduation.

Manufacturer narrative:
H.6. Investigation summary: one photo received by our quality team for investigation. Upon visual inspection, illegible scale marking is observed on the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with material tangling in the machine that performs the scale marking, where, the material that was in the machine's inertia, may have been expelled for the selection of ok material in the output system due to the mentioned tangling. Two types of entanglement were verified, one due to damaged material and the other due to loosening of the guide due to stripped screw. Marking machine works with protection and stop systems to prevent the type of defect mentioned, and during restart, it automatically rejects parts to standardize the marking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe there were scaled marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe shows failed/erased graduation.